Event description:
It was reported that while working on a pt's shoulder using a stryker 4.0mm 90-s energy suction probe to stop the pt's bleeding, the ceramic tip broke off. The tip broke off into the pt's shoulder but it was removed. There were no adverse consequences to the pt and there was another wand available to successfully complete the procedure.

Manufacturer narrative:
Additional info will be provided once investigation is completed.